Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 with a blood glucose of 47 mg/dl. The customer was treated with dextrose. The customer experienced symptoms such as loss of consciousness. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.